Event description:
The customer states that ca19-9 results are too low when tested with the auto-dilution mode on one of the architect i2000 analyzers in the lab. One sample generated a neat result of >1200 u/ml. The sample tested at a value of 450 u/ml when tested with the auto-dilution mode (1:10). The customer then made a manual 1:11 dilution of the sample and generated a final ca19-9 result of 1600 u/l. The sample was then tested on another i2000 analyzer with its auto-dilution mode and a result of 1400 u/ml was generated. Controls were within specifications for all runs. No suspect results were reported from the lab. The customer replaced the sample probe but the issue was not resolved. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Arch sample probe ln: 8c94-42; arch ca19-9 xr assay ln: 2k91-37 lot: 75371m200. An abbott field service representative (fsr) was dispatched to the customer site and replaced the sample and reagent 1 probes. The fsr indicated that the cause of the discrepant results was poor pipetting from the reagent 1 probe. The customer returned instrument logs were reviewed for content. The log contains ca 19-9 assay results from the date the sample in question was analyzed. The sample identification (sid) was not reported, therefore it is unknown if the sample results within the results log are the specific results associated with the complaint currently under evaluation. The review of the returned system logs did not determine the cause of the issue currently under evaluation. A review of the complaint tracking database and identified no adverse trends in association with the issue currently under evaluation. The architect system operations manual (pn 201837-106) january, 2009 and the architect ca 19-9 xr assay package insert ((B)(4)) provide information to address the customer's current issue. Based on the available information, a single definitive cause for the inconsistent results observed by the customer could not be determined. A malfunction in the system was not identified. This is a final report.